Manufacturer narrative:
(B)(4). Date sent 2/6/2025. D4 batch # unk. Video/photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure? What two anatomical structures were being anastomosed? Was there any issue with device intra operatively? Was there any issue regarding staple formation? What device was used with gst45w reload? What was the timeline of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an anastomosis used echelon 45 mm with white load in the procedure. In the postoperative period, the patient had hemorrhagic shock and had to be re-operated in an emergency. Bleeding came from the stapling line. The patient went into hemorrhagic shock.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2025. Investigation summary: this is an analysis of a video and a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the video shows tissue with a staple line and bleeding was noted at the staple line. The photo shows a piece of tissue supported by surgical instruments. Based on the video and photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number 787c77, and no non-conformances were identified.